Event description:
Patient had sparc sling implanted in 2002. Patient later complained to physician of nausea, abdominal pain, distended abdomen. Patient had 2nd surgery 5 days later which revealed a small bowel perforation. Doctor repaired perforation.